Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, during inspection by a repair center engineer, it was confirmed that the direction pin was missing. This likely occurred due to the effect of a large mechanical force due to shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 full address: (B)(6).

Event description:
It was reported the telescope has a broken screw. The issue occurred during reprocessing. There were no reports of patient harm.